Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the package was empty when just open the package. Changed another one to continue the surgery, the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: lot number should be tdmlss. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil. One paper lid and one winding former with one detached needle and one partially dispensed suture were received for analysis. Product code vcpb946h. Upon investigating the sample, a short insertion was observed at the end of the suture. Visual inspection concluded that the needle and suture were detached, as the insertion end of the suture did not meet the specified requirements. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.